Manufacturer narrative:
On october 18, 2020, mentor became aware of the following erroneously omitted information in the previously submitted report: section d8. Is this a single-use device. Section d10. Device available for evaluation. Were both erroneously left blank. The fields have been correctly updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2020, the mentor failure analysis lab received the device for evaluation. On november 8, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two mentor memorygel breast implant 400cc (left), 325cc (right) and experienced bilateral ruptures post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.